Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced postprandial hyperglycemia with readings in the high 200s mg/dl despite meal announcements, followed by hypoglycemia to approximately 65 mg/dl that the user self-treated with oral glucose. Symptoms included high blood glucose and subsequent low blood glucose. Outcomes included no injury, no need for third-party medical assistance, and no hospitalization. Troubleshooting and education were provided, including counseling that the ilet requires an initial learning period to adapt to individual glucose patterns. Investigation included user interview and device use review. Investigation of this case revealed no device malfunction reported and a cause for the hyperglycemia and hypoglycemia could not be determined. It was concluded that the event was user-reported hyperglycemia and hypoglycemia with unclear cause, with resolution through self-treatment and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.